Event description:
Hologic received a report from a medical center indicating that the listed device was used on a pediatric pt during interventional cardiac catheterization. During the procedure, it was necessary to use prolonged fluoroscopy and digital cine acquisition. The pt appeared to suffer a radiation burn and it was determined that it was due to the prolonged fluoroscopy time. The pt underwent two additional interventional cardiac catheterization procedures. The pt expired 20 days later as a result of complications unrelated to the skin burn. Medical intervention to the burnt area, other than topical treatment, was not performed. The report stated that there were no equipment or operator related problems associated with this event. The extended use of fluoroscopy and digital cine acquisition was needed to complete required medical procedures.

Manufacturer narrative:
Since the device was shipped to the customer, the device has not been serviced by hologic. Hologic contacted rptr to obtain info concerning the device. Rptr informed hologic that the device was serviced by the medical center's maintenance department and was performing in accordance with the manufacturer's specifications. Rptr also stated that the event was not related to a failure of the device. Based on the info received, hologic is not taking any further action.